Event description:
The customer reported that the mlx 300w xenon lightsource (00mlxau) made two popping noises and tripped the rcd power in the operating theatre. It is unknown under which circumstance this event occurred. However; no injury, death or surgical delay was reported.

Manufacturer narrative:
The mlx 300 xenon lightsource w/australian power cord (00mlxau) was returned for evaluation: a review of the device history record (DHR) was not performed, as the described complaint is being addressed per quality plan and is not related to a manufacturing non-conformance. The described failure is being addressed by an internal quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module. As an interim solution, integra can replace components of the mlx lighting units to restore functionality. At present, we consider this complaint to be closed.